Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a defective on/off switch. A review of the event history log found a 41622 alarm. Functional testing was able to duplicate the reported problem. It was determined that the defective optical sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 41622 error. There was unknown patient involvement.